Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported that the ilet device would not unlock during a supply change. The device vibrated when the unlock arrow was swiped but the screen did not unlock, including while on the charger. The highest recorded blood glucose (bg) during the event was 399 mg/dl. A firmware update was performed, after which the unlock function operated normally. The user then completed a supply change, and bg returned to range. No symptoms were reported, and no medical intervention was required.